Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements of greater than 200 ohms in triad configuration. The system was tested in distal coil to can with a resulting impedance of 78 ohms. The patient will be seen in approximately one months time for follow up. There were no adverse patient effects reported. The system remains in service.